Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage) issue. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 30-nov-2017. Device evaluation: the device has been returned and evaluated by product analysis on 02-nov-2017 with the following findings: during investigation, the black box showed evidence of an unexpected pump reboots. The battery compartment was found to be cracked. The returned battery cap had stripped threads and the battery cap was unable to maintain an electrical connection. The reporter "power" complaint was duplicated. A test battery cap was used and was able to fit. The ez-prime steps were performed correctly with no further power interruptions. Unrelated to the original complaint, there was evidence of moisture corrosion in the battery canister. A leak test failed due to a battery compartment leak. The pump's cover was removed and there was no further moisture ingress or intermittent condition found to the power printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.